Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a laparoscopic cholecystectomy, the subject device was used. An error occurred that was thought to be caused by the peeling of the tissue pad. The intended procedure was completed with another device. There was no patient injury reported.